Event description:
No pt was involved. Md cut self with scalpel prior to a procedure. "We received the red handed sub in our women's services area instead of (B)(4). One of our physicians cut his hand trying to pull back the protective shield before use. The shield did not pull back easily using the top of the scalpel and one finger and it looks like the physician had to use his thumb and finger to grip the shield on the sides, leading to the injury. The bard parker scalpel, #(B)(4), is made to use the thumb and forefinger on the sides to pull back the shield. The sub is designed to use a fingernail on the top to pull back the shield, this is difficult, it appears."